Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "patient using parenteral infusion that runs over 24 hours, but on (B)(6) the tpn finished 2.5 hours early."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Issue reported: on (B)(6) 2025, a patient's parenteral nutrition (tpn) infusion ended 2.5 hours earlier than expected, indicating a 10.4% error in infusion time. Expected duration: 24 hours actual duration: 20 hours and 20 minutes volume infused: 201.15 ml (out of 238 ml programmed). Analysis of usage history: the infusion was programmed correctly on (B)(6) 2025. On (B)(6), the infusion was interrupted due to an air bubble alarm. The alarm was confirmed and the device was put into standby mode. No evidence was found of a programming error or malfunction. Functional tests conducted: 1. Test 01 - infusion accuracy: flow rate: 9.92 ml/h volume: 238 ml time: 24h00min13 error: 0.0% result: approved. 2. Test 02 - air bubble alarm functionality: air was manually introduced to verify alarm activation. Alarm triggered correctly with visual and audible signals. Result: approved. Visual inspection: device appears normal and shows signs of regular use. Conclusion: the infusion occurred as programmed. No errors were found in volume or time. The air bubble alarm is functioning correctly. Therefore, the defect is considered as not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.